Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drive device had no power. There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had no power, there were signs of foreign liquid on the motor, the electronic control unit (ecu) wires were corroded and the ecu wires¿ insulations were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from improper cleaning methods and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.